Manufacturer narrative:
The device was available for evaluation. No determinations can be made for the cause of the reported issue at the moment.

Event description:
It was reported that a revision surgery was needed to replace screws that backed out of a resonate plate post-operatively.